Event description:
The pump was returned to animas. Product analysis evaluated the pump and found intermittent response to a keypad button and contamination under the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the pump keypad button symbols were observed to be worn off but the keypad itself was intact. The keypad buttons were tested and found that the up arrow button was intermittently responding to button presses. The keypad was removed and contamination was observed under all of the keypad button contacts.